Event description:
It was reported that during unpacking, in preparation for a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 2.5 x 16mm taxus liberte drug-eluting stent (des) appeared to be damaged, thus, it was not introduced to the patient. No patient injury or complications were reported. The patient's condition was reported as ok.

Manufacturer narrative:
The condition of the returned unit was consistent with the damage described in the complaint. One proximal stent strut was raised on the third row from the proximal edge of the stent. This type of damage is consistent with the device getting caught on some form of restriction. However, solidified contrast media was present within the inflation lumen, therefore indicating the device had been prepped for use. Root cause: unknown a review of the manufacturing records found that the device met its material, assembly and product specifications at the time of release to distribution.